Event description:
It was reported that the patient expired due to unknown causes.

Manufacturer narrative:
A partial lead measuring 11.7 cm from the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.